Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2019. According to the complainant, during the procedure, when the physician pulled the peg tube through the stoma, the other end of the peg tube detached in the mouth of the patient. Reportedly, the physician removed the detached portion by hand. The procedure was completed with a new endovive standard peg kit push method. There were no patient complications reported as a result of this event.